Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). As a result, the patient has been without therapy for a year and a half. The patient underwent an scs system replacement procedure and was doing well post operatively. The explanted devices will not be returned as they were disposed at the facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, h6, and h11. Block b3: exact date unknown, event occurred in approximately june of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 16761006 UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately june of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 16761006. UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patients spinal cord stimulator lead was explanted for unknown reason. The patient underwent an ipg replacement and lead explant procedure. The patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.